Manufacturer narrative:
B5: correction: in the initial event description the lead was incorrectly described as an "scs lead" the lead involved was a drg lead.

Event description:
Additional information was received indicated the pain and weakness has resolved.

Event description:
It was reported that patient had a permanent implant of an scs lead. Post implant, the patient experienced increased pain and weakness. The physician is monitoring the patient for improvements at this time. Surgical intervention may occur at a later date to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 10013208.